Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump over infused heparin to a patient with a diagnosis of acute coronary syndrome in the definitive care unit. At 18:34, heparin was increased to a rate of 7ml/hr, two nurses double checked the dosage, programmed, and reviewed the pump at the bedside. At 21:26, a new bag of heparin 250ml was hung (rate 7ml/hr), double checked, and a volume of 20ml was cleared (note: the volume given is correct based on the last dosage increase). A scheduled ptt was drawn (unknown time). At 23:40, the ptt result was >200, which prompted orders to decrease the heparin dose (unknown dose decrease). The nurse went in to decrease the heparin and observed the heparin bag was empty. There were no alarms reported in relation to this event. The doctor was notified, heparin infusion held, and ptt lab draws ordered. Ptt drawn at 01:40- result > 200, ptt drawn at 03:15- result > 200, and ptt drawn at 05:00- result 69. Once the ptt stabilized, the heparin infusion was restarted at 5ml/hr (unknown restart time) and the patient was discharged later that day.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported "over-infusion of heparin" which was reproduced. Baxter's device evaluation found the device to over deliver by approximately 19% when the device was delivering at a rate of 40ml/hr during flow rate testing. Review of the ehl found the customer was running at a rate of 7ml/hr so the pump was tested at this rate for a vtbi of 7ml with the actual volume given being 12.383 for a 76.90% overage, while running at this rate it was noticed that there was more drops than normal being delivered during the pumping phase cycle. During the evaluation it was also observed that the shims for the upper and lower hooks did not measure the same as the measurements recorded when the pump was last released from baxter. Device investigation determined the root cause to be adulteration of the door hook shims by the customer. The door hooks were recalibrated.